Event description:
During routine testing, the user noted that a settings over 100 j, the output was low. There was no pt involvement. The printed circuit board was returned for repair, but the complete device was not made available for examination. Examination revealed a broken lead on capacitor c22 on assembly 590263. There was also an indication of previous repairs by the user or a 3rd party. The cause of the damage could not be determined. A significant impact is suspected, but (without the complete device) can not be confirmed. The damage may also be a result of the previous repairs by an unqualified person. The event is not occuring more frequently or with greater severity than is usual for the device.